Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, of diopter -11./4.0/087 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2024 lens was exchanged with a longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.

Manufacturer narrative:
H6: work order search: no additional similar complaint type events within associated lots were found. Claim #(B)(4).